Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after insertion, the intra-aortic balloon (iab) filled with blood. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.